Event description:
The hospital reported that three sponges had problems with the strings. One detached from the string, the second string broke, and the third string frayed. All pieces were retrieved.

Manufacturer narrative:
Describe event or problem: the hospital reported that three sponges had problems with the strings. One detached from the string, the second string broke, and the third string frayed. All pieces were retrieved. Deroyal: the sample is not available to be returned to deroyal for evaluation. Root cause investigation is still in process.